Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer's husband reported that an intraocular lens (iol) implant procedure, his wife experienced blurry, double vision when reading and using the computer. She also experiences halos/starburst during the day and night, night driving is really bad. She sees several concentric rings within the halos. Additional information has been requested.